Manufacturer narrative:
Investigation: one sample was received by our quality team for investigation. Upon visual inspection, the sample came in an opened packaging blister. The barrel luer tip is damaged with no other defect was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of this defect is related to the assembly process during manufacturing.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip was broken. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: broken tip.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip was broken. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: broken tip.